Manufacturer narrative:
Report date: 15sep2021.

Event description:
The customer reported getting alarm led failure when powering on the unit. The customer reported that the unit was not in use on patient. The issue was found during setup for patient use. There was no patient or user harm reported. The customer contacted product support and customer advised they found 1105 error in the significant event logs. Product support advised caller to disconnect all power and connect all power to see if error goes away per service manual. Product support advised customer per service manual to replace the power switch overlay. Product support provided customer with part ID of power switch overlay. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue at which point a new service order will be created. No further information will be obtained as this concluded philips remote support to the customer for this event.